Event description:
Reporter reports the occluder feet were broken on a uv transfer set. The affiliate reports no patient injury or medical intervention as a result of the incident. No further information is available.

Manufacturer narrative:
The product sample evaluation is being conducted in another country, but has not yet been received. A follow up report will be submitted when the evaluation is completed.